Event description:
Patient was revised to address disassociation of the liner from the cup. Update 2/10/2015 - pfs and medical records received. This complaint is now legal. After the review of the medical records for MDR reportability, the revision operative note indicated metallosis, metallic debris around the stem, malpositioned cup, and disassociation of the liner and cup. The stem and femoral head are being added. The cup reported on this com pertains to (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).